Event description:
Facility reported, "machine alarmed for a bloodleak as soon as the pt treatment started. Bloodleak alarm was rest, blood could be seen in the dialysate. The treatment was terminated. Estimated blood loss 30cc. No medical intervention. The sample is not available for examination. Medwatch filed on bloodloss.